Manufacturer narrative:
Initial reporter: address unavailable. Bd corporate address used. Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) plus blood collection tubes had a broken lid which could leak.